Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the implant of this device is was noted that there were potential air bubbles in the header. The air bubbles resolved and are no longer present. The device remains implanted. To date, no adverse patient effects have been reported.